Event description:
The customer reported a pt slid off the x-ray table top but did not fall down. The pt was lying down on the table top that was set a 0 degrees. When the table top was tilted up to 90 degrees the pt's weight began to shift towards the footrest and the footrest slid down and came off. The technician in the room was close to the pt and was able to prevent the pt from falling down. The pt indicated he was fine and that they could continue with the study. No injuries reported.

Manufacturer narrative:
Method/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.